Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. Although requested by tandem technical support, the contact declined to perform troubleshooting and declined to provide additional information regarding the events, as the customer was not present at the time of call. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.